Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 489 mg/dl. Cause of high bg was not known. Customer administered a manual injection of insulin to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit (ICU) and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.